Event description:
A report was received that the patient was getting inadequate stimulation due to high impedance contacts. The patient underwent a revision procedure. The patient's leads were replaced. During the revision, the physician decided to replace patient's ipg because there was fluid in the header. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70 serial # (B)(4) description: linear st lead - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.